Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Additionally, the device logs were reviewed and confirmed the failure. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella cp for hemodynamic support. While on support, the automated impella controller (aic) experienced battery communication failure (yellow alarm). A loaner was sent to the customer, no report of patient harm or injury.